Manufacturer narrative:
Consumer utilized pen needles which had expired by 3 years to inject insulin. Consumer called customer service to report incident and during the call the consumer was asked for pertinent information and when the consumer was asked for the expiry date on the box of product the consumer hung up the phone and our attempts to recontact the consumer went unanswered. A medical questionnaire was sent to the consumer in hopes of the consumer completing it and returning it along with used and unused portion of product. Consumer has been uncooperative, the medical questionnaire was received from the consumer, which was not filled out completely, on oct 18, 2016. Device was not returned.

Event description:
After self injecting insulin, the needle broke off in abdomen.